Manufacturer narrative:
Product event summary; the device was returned and analyzed. Analysis of the device memory revealed a power on reset occurred on the day of explant. The power on reset cleared the data file resulting in insufficient data to perform longevity calculation.

Event description:
It was reported that the patient is expired. Upon removal of the implantable cardioverter defibrillator (ICD)  for data extraction, telemetry could not be established. No performance allegations were made against the low voltage pacing lead or the high voltage lead. The cause of death is unavailable and it remains unclear if the device system was related to the patient's death.

Event description:
It was further reported that there was an electrical reset that prevented device interrogation rather than a telemetry issue. It was noted that the reset occurred while the patient was receiving a CT scan, deleting the diagnostic data that then could not be obtained at the post-mortem device interrogation. The ICD system was returned for analysis.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction and adverse event. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory indicated a power on reset (por) occurred. The analyst indicated that a por occurred on (B)(6) 2015, the date of explant, with a "firmware initiated a por with no reason" code. It was noted that the por cleared the save to disk (s2d) file resulting in insufficient data to perform longevity calculation. Further analysis demonstrated that the device was fully functional and no new por was generated. No evidence of high voltage arcing was observed on the device exterior or within its internal assembly and analysis did not identify any anomalies that would account for the por.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.